Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she went into the pool and that the insulin pump got wet. The blood glucose reading was 43 mg/dl. Customer treated with breakfast. She stated that the screen was flashing but there was no moisture visible in the insulin pump. She received a battery out limit alarm. Later, customer replaced the battery and stated that it seemed to be working well. She stated she did a self test which passed. Nothing further was reported.